Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed called to request a loaner and quote for depot repair. The arctic sun device boots repeatedly to an alarm 77 (non-recoverable system error). They discussed this was indicative of a failed chiller temperature (t4) thermistor and would need a tank harness replacement. They stated the device was on the unit and would take it to biomed and ask them to call and arrange the repair. Per follow up information received via task on 20nov2024, per wo, an open t4 thermistor was found. Per sample evaluation results received via task on 08jan2025, it was reported that the hot side connector between the power inlet module and the ac main voltage circuit card was blackened and melted. The arctic sun device was slow to cool and failed a chiller efficiency test due to a failing mixing pump. The circulation pump outlet hose has expanded to the point it would not hold the diverter.

Event description:
It was reported that the biomed called to request a loaner and quote for depot repair. The arctic sun device boots repeatedly to an alarm 77 (non-recoverable system error). They discussed this was indicative of a failed chiller temperature (t4) thermistor and would need a tank harness replacement. They stated the device was on the unit and would take it to biomed and ask them to call and arrange the repair. Per follow up information received via task on 20nov2024, per wo, an open t4 thermistor was found. Per sample evaluation results received via task on 08jan2025, it was reported that the hot side connector between the power inlet module and the ac main voltage circuit card was blackened and melted. The arctic sun device was slow to cool and failed a chiller efficiency test due to a failing mixing pump. The circulation pump outlet hose has expanded to the point it would not hold the diverter.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is covered under CAPA 1405844. The device was evaluated upon receipt. The hot side connector between the power inlet module and the ac main voltage circuit card was blackened and melted. Replaced the ac main voltage circuit card with sn (B)(6) and the power inlet module lot number 2242. The device passed all applicable testing and is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. DHR is addressed in CAPA 1405844. CAPA 1405844 has been opened for this failure. Refer to the CAPA for further action. Correction: d,h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.